Event description:
Journal article received: stress fractures in the gapped area of a two implant construct: a case report, european journal of orthopaedic surgery and traumatology; 2012 jul: 22(5):427-430. Authors: varatharaj mounasamy, jibananada sathpathy, mark c. Willis. Article indicates a female patient with a history of multiple fractures due to a motor vehicle accident had been implanted with a retrograde femoral nail for a femoral shaft fracture and a plate with dynamic hip screw for an ipsilateral intertrochanteric fracture of the right femur. Nine months post implant patient was walking and felt a pop in her right thigh and pain. Patient experienced a stress fracture at the junction of the two implant constructs. Patient was returned to the operating room for removal of the nail and side plate implants and was revised to a trochanteric nail with cephalomedullary hip screw. Patient progressed uneventfully post operative and has full weight bearing with pain free range of motion from 5 degrees to 100 degrees of flexion. It is unknown if these are synthes devices. This report is for an unknown nail. This report is 1 of 4 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis event date: (B)(6) 2012. PMA/510(k): cannot be determined without a part number investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.